Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in a collateral of the cephalic vein using a pod xl, a non-penumbra catheter, and a non-penumbra sheath. While advancing the pod xl into the target location, the physician noticed that the pod xl was too long and decided to remove the pod xl. While retracting the pod xl into the catheter, the embolization coil unintentionally detached within the catheter. The catheter was removed from the patient; however, the embolization coil remained within the sheath. The physician manually retrieved the embolization coil by hand. The procedure was completed using two additional pod xls, the same catheter, and the same sheath. There was no report of an adverse effect to the patient.